Event description:
A distributor complaint was reported regarding a broken pump screen, which was unreadable and unresponsive. There was no information available about any adverse impact on the customer's blood glucose level. Technical support was waiting for the pump¿s return to further inspect the issue, and a replacement pump with a new serial number was expected to be provided.